Event description:
It was reported that during a da vinci cholecystectomy procedure, the housing came off the tube on a single site curved cannula accessory. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the cannula tube was detached from the bowl. This was due to a weld defect. No other damage was found.